Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The customer¿s blood glucose (bg) level was "high"; although specific value was not provided. The cause was unknown. Reportedly, a correction injection was delivered to address bg. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.